Event description:
Approximately 4 year(s), 5 month(s) and 23 day(s) post-operative of a revised left rtsa, it was reported via clinical study that the patient dislocation. A dislocated revision rtsa from fall was reported. The patient was scheduled for revision but cancelled surgery twice, and the outcome of this event is continuing. The clinical report indicates that this event is unlikely related to the device(s) and/or to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 306-01-08 - equinoxe, humeral long stem 8mm 175mm: 4672118, 315-35-00 - glnd kwire: 5191965, 315-35-00 - glnd kwire: 5251873, 320-01-38 - equinoxe reverse 38mm glenosphere: 5333891, 320-10-05 - equinoxe reverse tray adapter plate tray +5: 5328220, 320-15-05 - eq rev locking screw: 5330710, 320-15-07 - sup/post aug plate, l rs glenoid baseplate: 5359510, 320-20-00 - eq reverse torque defining screw kit: 5289848, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5289110, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 4993198, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5048546, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5190834, 320-38-00 - equinoxe reverse 38mm humeral liner +0: 5275368, 320-38-03 - equinoxe reverse 38mm humeral liner +2.5: 4792977.

Manufacturer narrative:
D1: corrected h6: corrected investigation clinical codes.